Event description:
A female patient was enrolled in the study in 2007 with 1-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion initially treated was in the proximal left anterior descending branch. It was type b2, native, de novo and ostial. The lesion had a reference vessel diameter of 3.5mm and a lesion length of 28mm. A 3.5 x 33mm cypher select plus stent was implanted in the target lesion. Approximately one-year post index procedure, the patient experienced a non q-wave myocardial infarction in an undetermined location with elevated troponin t levels (less than 2). There was no evidence for thrombus.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.